Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there are no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a device evaluation could not be performed. Based on the information provided, the root cause of this complaint cannot be determined.

Event description:
It was reported that after placement of an embolization coil in an aneurysm, the coil would not detach. The v-grip controller was replaced; however, the coil would still not detach. Mechanical detachment was attempted using a torque device, but the coil still did not detach. During the attempt to withdraw the coil, it unraveled and detached. A craniotomy was performed to remove the detached coil. No other information is available.